Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time intermittently became inaccurate. The customer provided a blood glucose range of 100-200 mg/dl. Reportedly, the customer corrected the time setting on the pump.